Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be " inadequate channel design". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300-unknown arcticgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown arcticgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that there was no flow. They initiated therapy and got zero flow. They disconnected and reconnected pads with no improvement in flow. They ran diagnostics and flow was 2.1l/min, inlet was -9, and circulation pump was in 50 range. Ms&s recommended switching out the device and if it was still getting low flow, and to switch out and save the pads. An hour later, they switched out the pads and device so ms&s was unsure what the issue was. Per follow up via phone on (B)(6) 2020, the nurse stated they determined that the issue was with the pads. Therapy was ongoing with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no flow. They initiated therapy and got zero flow. They disconnected and reconnected pads with no improvement in flow. They ran diagnostics and flow was 2.1l/min, inlet was -9, and circulation pump was in 50 range. Ms&s recommended switching out the device and if it was still getting low flow, and to switch out and save the pads. An hour later, they switched out the pads and device so ms&s was unsure what the issue was. Per follow up via phone on 10mar2020, the nurse stated they determined that the issue was with the pads. Therapy was ongoing with no further issues.